Event description:
It was reported that the attempt to place this right ventricular (rv) lead in the left bundle branch (lbb) area using a site selective pacing catheter (sspc) sheath was unsuccessful. Due to high pacing thresholds the physician tried retracting and repositioning the lead, but the helix could not be retracted despite full body rotations and gentle traction. It was later identified that the helix was misaligned at approximately ninety-degree angle to the lead tip. While adjusting the sheath to correct the angle, the lead body slipped partially into the sheath and the helix detached. Imaging confirmed that the helix was embedded deep in the interventricular septum without entering the right ventricular (rv) cavity. A new rv apical lead of the same model was successfully implanted, and the lead will be returned for analysis. No additional adverse patient effects were reported.